Manufacturer narrative:
This investigation is relegated to amds40-de, lot number c2459613b with the allegation of subdural hematoma in left side. A sample evaluation was not performed as the device remains implanted. The manufacturing records for the amds40-de, lot c2459613b (finished goods) and lot c2459309a (sterile sub-assembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During investigation there are no ncrs or deviations associated with the following lots: c2459613b (finished goods) and c2459309a (sterile sub-assembly). A complaint was reported to field assurance by an artivion project manager associated with a patient residing in germany and a participant of the protect registry study. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient (B)(6) is a 58-year-old female who had an amds-40-40 (lot #:c2459613b) implanted on (B)(6) 2023 at (B)(6) located in germany. The investigator responsible for the study is (B)(6). Adverse event # 3 (B)(4) reports an event described as ¿subdural hematoma¿ with an onset date of (B)(6) 2023 (peri-operatively), with an unknown end date. The event was deemed ¿unlikely¿ related to the amds device and ¿unlikely¿ related to the implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that may have caused or contributed to the event. The event led to a serious adverse event due to ¿in-patient hospitalization or prolonged existing hospitalization¿. The patient was already in the hospital, no treatment was provided, and the event was documented as resolved. The patient was discharged on (B)(6) 2023. The patient did not exit the study because of this event. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿hemorrhage/bleeding¿ [ae#3] is listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks.¿ the root cause is unknown. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note the hde number for this device - (B)(4). This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
According to the initial report received the protect study patient experienced subdural hematoma on (B)(6) 2023. The event was described as subdural hematoma in the left side. The amds was implanted on (B)(6) 2023. The event, (s)ae#3, is unlikely related to the amds device and unlikely related to the implant procedure. The pre-existing condition debakey type a dissection is thought to cause or contribute to the event. The event did lead to a serious deterioration in health in the form of in-patient hospitalization or prolonged existing hospitalization. The event was unexpected. The event is not ongoing. End date is unknown. No treatment for the event. This investigation is relegated to amds40-de, lot number c2459613b with the allegation of subdural hematoma in left side.